Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) surgery due to some unknown reasons. Intra-op, the inserter shaft broke during manipulation of implant. No patient symptoms or complications were reported as a result of this event.